Manufacturer narrative:
The device and electrode pads (lot # 5023a) were not returned to zoll medical canada for evaluation. Instead, they troubleshot the customer's report over the phone and the device was able to recognize a different set of electrodes. Since theactual electrodes from the event were not available for evaluation electrodes from retained samples of the same lot number 5023a were investigated. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device prompted a "plug in cable" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.